Manufacturer narrative:
The device was returned for service; however, the received condition of the device was beyond repair. Due to the poor physical condition of the device no further analysis / repair can be performed. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the air reamer/drill device was lacking power. It was reported that there was no delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.